Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks in one event due to supraventricular tachycardia (svt). The physician requested assistance to reprogram the device. The ICD remains in service. No additional adverse patient effects were reported.